Manufacturer narrative:
Cassette was received on 08/18/2008 for evaluation. For the evaluation the cassette was being primed with the pump to allow fluid to go through the tube set. The cassette rotated approximately 8 times, then a leak was noticed at the downstream (closest to the cassette) filter bond. It appears that there is insufficient glue at this bond area, thus causing the leak. During infusion; the fluids leaks out at the filter bond before it continues on into the rest of the tube set, as it attempts to be delivered to the patient. The leak located at the filter bond area would cause an under infusion. A corrective action has been opened to determine a root cause for this partial bond failure. (B) (4)

Event description:
After 2.5 hours of the infusion the bag was empty. The display showed an applied volume of 276 ml and 24 bolus given. Pump settings: 1.0 ml/hr; 8.9 bolus; 2:00 lockout time; 300 bag volume.